Event description:
Upon scheduled feeding tube change it was noted that the catheter was eroded "chewed up at the distal end." There were no fragments for retrieval and no adverse effects to the patient at this time.